Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she was changing her infusion set she discovered a reservoir leak; there was a big drop of insulin on the outside and inside of the chamber. The patient's blood glucose at the time of incident was 320 mg/dl. Troubleshooting was initiated for the reservoir leak; however, the customer did not identify any damage to the reservoir. The customer also mentioned that her blood glucose was 400 mg/dl at one point, which she treated with insulin pump therapy. The insulin pump also alarmed with no delivery, and the customer resolved that issue by changing both the infusion set and the reservoir. No products were returned for analysis and a replacement reservoir was shipped to the customer.